Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported an unknown noise generating from the unit. The unit was in clinical use at the time of the reported issue, however there was no patient harm reported.

Manufacturer narrative:
MFR received date: 16oct2019. The field service engineer (fse) performed troubleshooting and confirmed the reported problem. The fse then replaced the blower to resolve the issue. The fse performed functional and performance tests after the repair, which the unit successfully passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.